Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 2 months post implant of this 22mm pulmonary valved conduit in a 17 year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was not reported. No additional adverse patient effects were reported.